Manufacturer narrative:
Follow-up #1: date of submission 09/16/2106 device evaluation: the device has been returned and evaluated by product analysis on 08/22/2016 with the following findings: the pump's black box showed evidence of a time/date reset after a pump reboot event on (B)(6) 2016 at 21:09; deliveries resumed at 21:13. The black box showed a loss of prime related to a cartridge changes on (B)(6) 2016 at 18:33; deliveries resumed at 20:42. The pump was exercised for 24 hours. After 24 hours the battery was removed for 6 hours. The bench testing confirmed that when the battery was reinserted after 6 hours without power the time and date reset to the default setting. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required range. A visible inspection confirmed that the bt1 internal battery was leaking. The battery compartment was also cracked above and below the bumper pad.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event and visited the emergency room. The reporter stated that the patient had a blood glucose of 600 mg/dl with symptoms of vomiting and excess urination with large ketones present. The reporter stated that the patient was treated with insulin via injection and intravenous fluids. The reporter stated that the pump's time and date setting was resetting to default upon changing the battery. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a time/date reset issue, with use error as a contributing factor.